Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received results of 188 and 206 mg/dl. The normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.